Event description:
Luer lock turns in a vacuum: no non-lock screw incident occur - during use syringe luer does not lock

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: correction: annex e and annex f codes updated to reflect correct codes based on information provided by the customer. Device evaluation: one video and two samples were provided to our quality team for investigation. The video demonstrates connecting a syringe to a mating device and it appears a connection cannot be made. There is no damage or other defect that can be clearly identified within the video. Upon evaluation of the returned samples, no damage is identified within the luer. Functional testing was performed, connecting the product to a device similar to what was shown within the video provided. In all cases, the syringes could be successfully connected without issue and without requiring excessive force. A device history review was performed for reported lot 2403030, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of the reported lot were used for additional evaluation. All products were inspected, no damage or defects were observed and all syringes were properly luered to a mating device without issue, verifying all connections were secure. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedure, no issues related to the reported incident were found. Based on the sample evaluation, no issue was identified within the syringe, therefore a root cause related to our device or manufacturing process cannot be established at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
Luer lock turns in a vacuum: no non-lock screw. Incident occur - during use. Syringe luer does not lock. No, there was no impact on the patient, as we became aware of the problem at the chemotherapy reconstitution stage in the pharmacy production area. We have defective samples tested with water, as well as unused samples.